Event description:
It was reported to boston scientific corporation in 2007, that a jagwire precursor device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on the same day, (male patient; age and weight are unknown). According to the complainant, the physician inserted a jagwire into the duodenoscope's channel. Upon removal of the device, he noticed that the end of the guidewire did not have a hydrophilic tip. The physician was not concerned by the guidewire tip left in the patient's intestine. The case was completed with another jagwire device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
Based on the evaluation of the returned device, it was observed that a portion of pebax was missing from the jagwire. Evidence of adhesive is noted on the exposed section of the corewire. Although the exact cause of failure cannot be determined, the most probable cause for the reported failure may be due to the wire coming into contact with a sharp tool or object.